Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer declined further troubleshooting and decided to change cartridge to resolve issue.